Event description:
Related manufacturer reference number: 2017865-2021-37945. Related manufacturer reference number: 2017865-2021-37946. It was reported that the patient complained of pocket pain. It was noted that the pacemaker had migrated slightly and was not sutured down in the pocket by the implanting physician. The patient presented for pocket revision. Once the pocket was open, the physician noticed lead insulation breaks and breaches at the proximal end of the right ventricular lead. There was another area still in the pocket more distal from the connector pin that appeared to look like damage from lead-can abrasion. The physician replaced the device and elected to manually repair the lead with two suture sleeves and medical adhesives. There was no concern of lead performance. The patient was stable post procedure.